Manufacturer narrative:
The technician alleged that the brake steer and brake casters to resolve the issue.

Event description:
The technician alleged the brake and brake steer casters wheels would still swivel when the brake pedal was set in the brake position. No pt impact.